Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, sensor board tubing was found to be disconnected. The tubing was reconnected to address the issue. The device had evidence of physical damage.